Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual curves". Customer reported that they are having an issue with jagged shaped curves and the presence of air bubbles in the pcr cartridge while running the covid assay. The customer requested further analysis of the instrument run database by bd service specialists. This analysis was performed by a bd service specialist which indicated that the overall rate of unresolved (unr) and indeterminate (ind) results was low and that the instrument is performing according to the expected specifications. This complaint is unconfirmed as it alludes to an issue with the sample. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument unstable curves have occurred. The following information was provided by the initial reporter: curves before correction and normalized have a sawtooth look presence of air bubbles often results in very irregular sawtooth curves.

Manufacturer narrative:
Common device name:instrumentation for clinical multiplex test systems PMA/510k info: k111860, k130470 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument unstable curves have occurred. The following information was provided by the initial reporter: curves before correction and normalized have a sawtooth look presence of air bubbles often results in very irregular sawtooth curves.